Event description:
The customer reported being in an urgent care with high blood glucose of 526mg/dl. The customer had excessive vomiting for fifteen hours. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.